Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 447 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received a no delivery alarm followed by a motor error alarm. Customer was able to perform and pass the displacement test. Customer was able to complete the manual prime process and complete the rewind process. Customer was advised to monitor the insulin pump and the alarm did not recur.